Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Reference MFR report # 2015691-2014-01923.

Event description:
Through additional follow-up with the healthcare provider, it was learned that the previously available bioprosthetic valve has now been discarded.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an aortic valve was explanted after an implant duration of nine (9) years, nine (9) months due to a combination of valvular deterioration, stenosis, pannus, decreased leaflet mobility, and regurgitation. A maze procedure was performed and then the valve was replaced with a 19 mm pericardial bioprosthesis. Once off bypass, the aortic valve appeared to be functioning normally. The patient tolerated the procedure and was transferred to the intensive care unit in critical condition.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device is en route to edwards and an evaluation of the product is currently pending its return. A supplemental report will be submitted upon completion.